Manufacturer narrative:
(B)(4). The ccp contacted the field service representative (fsr) and stated the cable was changed out and the problem seemed to have been resolved but the surgeon wanted to make sure the system was working properly. The fsr will visit the site and test the pressure channels. The fsr tested all pressure channels and found no issues. The data logs indicated the problem was due to a bad pressure cable and the issues was resolved. There was no indication in the data logs that this complaint was due to any sort of equipment malfunction. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the customer reported the vacuum pressure was giving alarms intermittently during the case. The device was not changed out, however the cable was changed out and the problem seems to have been resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) indicated that he did not have the replaced cable and he was sure that the customer discarded it. No part is being returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.